Manufacturer narrative:
Returned device was received with damaged rear housing. During the evaluation of the device the customer reported condition was confirmed.problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump, upon servicing infusystem noted that pump was defective due to error code 80. No patient involvement.